Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: extension. Product ID 3389-40, lot# j0322216v, implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: lead. Product ID 3387-40, lot# j0527352v, implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported that there was lead extension connection erosion. Hardware was visible. The entire system was explanted on (B)(6) 2016. It was unknown what had led to the event, what diagnostics/troubleshooting was done, or what actions/interventions were taken. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.